Event description:
It was reported that during a rotational atherectomy treatment procedure, the driveshaft connector of the rotalink plus broke, and the burr stopped moving. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. After the burr stopped moving, the physician checked the unit and noted that the advancer and the driveshaft had come off and that part of the rotawire was exposed. The rotawire was locked with the advancer so the burr could not be removed by itself. Instead, the burr and the rotawire were removed from the patient together. Another rotalink plus system was used and the procedure was successfully completed. No patient injuries or complications were reported.